Event description:
The patient reported swimming with the pump in salt water. The patient stated that one hour later the pump alarmed replace battery and the pump was found to be hot to the touch. The reporter stated that the battery had corroded inside the battery compartment. During troubleshooting the patient reported that the pump did have a cracked on the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): there was no activity related to the complaint observed in the black box or download history. The battery was not returned with the pump for investigation. A cracked battery compartment was found with corrosion inside. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was exercised for 24 hours with no overheating or alarm issues found. The pump's electrical current was tested and was found to be within specification. The reported overheating issue with the pump and the battery was not duplicated during the investigation.